Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2023. Symptoms reported include hyperglycemia and dka. The patient did not provide blood glucose levels. The patient was treated with IV fluids and IV insulin. The patient reported that when they removed the pod removed from the infusion site the pod's cannula was found bent. The patient was released the same day.